Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 422mg/dl. Customer declined to troubleshoot their high blood glucose reading. Customer current blood glucose reading was 422 mg/dl. Customer thinks her kidney infection or asthma attack cause her to have high blood glucose reading. Blood glucose reading at the time of the incident was 250 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer reports they have contacted their hcp regarding the high bgs. Customer treating their high blood glucose reading with bolus. Product will be returning for analysis.